Manufacturer narrative:
.

Event description:
Ous MDR - after an implant period of approximately 17 months, noise and oversensing with inappropriate therapy was reported. A possible insulation defect was suspected. This lead was explanted, but not returned.

Manufacturer narrative:
Upon receipt, the ICD and the lead under complaint were subjected to an extensive analysis. The memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the ventricular as well as the farfield channel, in agreement with the clinical observation. However, a thorough analysis of the ICD proved the device to be fully functional. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In particular in the distal area of the lead the insulation was found rubbed trough. This damage can be considered as the root cause of the noise mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve and interaction with modified tissue should be taken into account. Diagnostic images clarifying this assumption were not available. The analysis did neither for the ICD nor for the lead reveal any sign of a material or manufacturing problem.